Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was 319 mg/dl. The customer stated she has had high blood glucose levels for several days and has tried changing the infusion sets but the high blood glucose levels continue. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.